Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.4 with a guidewire stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. The guidewire was in the device. The guidewire was sticking out of the distal end approximately 18cm and sticking out of the proximal end 145cm. The bag spike was broken from the customer site. A test bag spike was used to complete the testing. The device was set up per the instructions for use. The device primed and functioned for a period of 2 minutes with no issues. The guidewire moved freely in the device; however, a kink located proximal the control pod would not allow the guidewire to be pulled from the device. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the stenosed femoral artery. A 2.4mm jetstream xc atherectomy catheter was selected for use. While retracting the jetstream device, the non-boston scientific guidewire solidified in the system and the entire system was removed from the patient including the net and lock. There were no patient complications and the patient's status was stable.

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the stenosed femoral artery. A 2.4mm jetstream xc atherectomy catheter was selected for use. While retracting the jetstream device, the non-boston scientific guidewire solidified in the system and the entire system was removed from the patient including the net and lock. There were no patient complications and the patient's status was stable.